Event description:
It was reported that, "when the surgeon was implanting an anchor-c screw using the new inserter the locking ring on the screw came apart from the screw. The initial hole was made with an awl and a 10mm self drilling screw was used. The damaged screw was replaced with a 4.0 x 12mm screw without incident. "

Manufacturer narrative:
Method: complaint history. Results: no device was returned. It was mentioned that the screw and ring were disposed of before sales rep was able to recover them. No measurement and visual inspection under binocular can be performed for analysis. The review of the per database was performed from (B)(6) 2011 (anchor c product brand was launch in (B)(6) 2011) to (B)(6) 2013. All catalogues numbers of screws were included into the search (refer to listing in surgical technique). As a result 6 confirmed pers were reported in super and one (this one) in trackwise. Investigations during previous cases had pointed out that the cause was mainly due to the user technique (screw inserted in a free hand manner or by applying cantilever effort leading to the ring dislodgment). Conclusion: the reported device is an anchor c diam.3.5mm self drilling 10mm, catalog number 48335310. The lot number of the device is unknown. Based on attached picture it was observed that the locking ring was detached from the bone screw. We recommend referring to our surgical technique, on page 13: to ensure proper depth and adequate locking when using the awl, drilling, or locking bone screws, use of a free hand technique is strongly discouraged. Use of the guide/inserter tip is required. Excessive pivoting or angulation on the screwdriver while attached to the screw should be avoided as it can cause damage to the screwdriver and/or screw.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering evaluation. Not returned.

Event description:
It was reported that, "when the surgeon was implanting an anchor-c screw using the new inserter the locking ring on the screw came apart from the screw. The initial hole was made with an awl and a 10mm self drilling screw was used. The damaged screw was replaced with a 4.0 x 12mm screw without incident. "